Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's left eye (os) on (B)(6) 2011. The lens was explanted on (B)(6) 2012 due to patient discomfort, the patient felt pressure and stabbing after icl implantation.

Manufacturer narrative:
Method: work order search, medical review. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was returned dry. The lens was rehydrated in bss for re-measurement. The lens length, width and diopter power were measured and the results of the measurements were compared against the original values and the lens was found to be in specification. Medical review - ocular discomfort is a very subjective and broad symptom that could be mainly related to inflammation or irritation of sensitive structures. The icl is a plate-haptic lens that sits on the posterior sulcus-ciliary body area. Although highly unlikely in the presence of optimally vaulting icl, the icl footplates might compress the ciliary body structure leading to ocular discomfort. Unusually large ciliary processes (anatomical variance) could also be the source of the symptom, as well as the presence/rupture of an undetected cyst. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).